Manufacturer narrative:
This report is being sent following an internal audit. Additional MDR report involving the same patient and device include: MDR report numbers: 6000030200700196 and 2182207200805808.

Event description:
On 5/21/07, nurse reported that even with the new catheter placement (two months earlier), the patient continues to have pain and numbness in her legs. The hcp is considering troubleshooting options, including the removal of the catheter. Currently, the patient's pump and catheter are implanted.